Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product exhibited signs of use (nicks or gouged) and confirming complaint is fractured. All pieces were returned. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint confirmed based on the returned product. The item has been in the field for over ten years. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the black cr impactor was used to impact the final implant and broke. There was no patient harm reported.